Event description:
During surgery, the surgeon hold the bone with this device and pulled it then, it broke. The surgeon commented that this device broke very easily and requested the sem test on this device. Another device was used instead and the procedure was completed.